Event description:
It was reported that an occlusion alarm occurred. Reportedly, the issue resolved on its own while using the same pump supplies. Customer's blood glucose was 250 mg/dl..

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.